Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Device is an instrument and is not implanted/explanted. Device is not distributed in the united states, but is similar to device marketed in the USA. A review of the device history records was performed and no complaint related issues were found. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: while using the synthes proximal femoral nail antirotation (pfna) reamer to ream the twe fermer, the reamer blade shard, leaving metal debris in the patients femoral neck. This is report 1 of 1 for (B)(4).